Manufacturer narrative:
Concomitant medical products: product ID: 97791, lot# n519983, implanted: (B)(6) 2015, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: pnma01411a004, product type: recharger. (B)(4).

Event description:
The consumer reported poor coupling with recharging. They had difficulty maintaining the antenna over the implantable neurostimulator (ins). After recharging best practices were reviewed, there was still poor coupling. There were no symptoms reported. It was noted the patient had recharging problems ever since implant. The patient could not get the squares on the screen unless she lied on her right side and did not move at all and the belt would unclip. They thought the battery was put in crooked, like it was sideways. The patient stated that this was discovered 2 weeks after the implant. It appeared that the reason the patient was having coupling problems was because the ins was put in sideways. Relevant medical history included non-malignant pain.

Event description:
Additional information received from the consumer reported the battery would not charge. The patient had surgery to resolve the crooked battery and recharging issues.